Manufacturer narrative:
(B)(4). A2- patient was born in 1934. D10-medical product: vngd ssk 360 r fem 75mm, item# 185268 , lot# 2794979. Bmt smooth knee stem 18x80, item# 145028, lot# 136580. Vg 360 dst fm ag 75x5 ll/rm, item# 185328. Lot# 765410. Vg 360 dst fm ag 75x10 rl/lm, item# 185388, lot# 966850. Vg 360 univ pst fm aug 75x5, item# 185348, lot# 665610. Bmt 360 tib tray 71mm, item# 185203, lot# 925800. Biomet smooth knee stems 14x40, item# 145004, lot# 608190. Vngd ssk psc tib brg 16x63/67, item# 183866, lot# 282960. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's leg was amputated above the right knee approximately nine and a half years post implantation due to injuries sustained in a fall resulting in a fracture of the right femur. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial adapter as the reported issue is for bone fracture on the femoral side. Please void previous report regarding the tibial adapter.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial adapter as the reported issue is for bone fracture on the femoral side. Please void previous report regarding the tibial adapter.